Event description:
Waffle cushion deflated while pt. Was using cushion in chair. The chair cushion is utilized for pressure reduction for skin care. If this product is deflated, it increased the risk for hospital acquired pressure injuries. Thus, it has the potential for skin integrity impairment manufacturer response for pressure reduction cushion, static air seat cushion (per site reporter). Equipment failure reported to manufacturer's product safety specialist. Equipment is available for return. Later, communication received from product safety specialist indicating sample is not needed for return. Sample discarded.